Event description:
It was reported that the procuity zmx¿s electric brake randomly engaged while zoom driving and wouldn¿t release, never unlocked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The serial number of the unit involved in the alleged event was not recorded. This issue was resolved for the customer by field service performing software upgrades on every unit at the account.

Event description:
It was reported that the procuity zmx¿s electric brake randomly engaged while zoom driving and wouldn¿t release, never unlocked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.